Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic hernia, during tacking of mesh, the device jammed for the second time as a given information in the report title. In order to resolved the issue and complete the case they used a new tacker. No harm was caused to the patient. The device is expected to be returned for evaluation.